Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while verifying instruments, a manufacturer representative found the thoracic probe was bent. This issue was noted outside of a procedure, and there was no patient involvement. Follow-up with the manufacturer representative (rep) determined that the instrument was still able to verify.